Event description:
It was reported that there was no urine flow in the inlet tube, and the balloon was damaged and torn.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. A lubricath amber irrigation foley was returned without its original packaging and the balloon was found to have burst. A potential root cause could be due to a "high modulus latex". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow in the inlet tube, and the balloon was damaged and torn.